Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and ventricular leads exhibited noise. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information received noted the right atrial and right ventricular leads were explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Event description:
New information received reported that the right atrial and right ventricular leads were fractured.